Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-01135. It was reported that patient experienced ineffective stimulation. Lead diagnostics showed the right extension had high impedances. Reprogramming was attempted with other contacts without impedance issues to no avail. The physician noted the extensions may have been pulled too taught which could have contributed to this issue. Surgical intervention was undertaken wherein both extensions were explanted and replaced. Effective therapy was restored and impedance issue was resolved.